Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. The device was interrogated on a programmer and the device was found to be above eri. Longevity calculations were performed based on the usage history and the battery depletion was determined to be premature. Further analysis was not performed.